Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the device beeping and he had a black circle on the screen. The customer does not recall any signifcant event leading to the alarm. The customer received a replacement insulin pump.

Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were note data electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.